Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 600 mg/dl while wearing the pod. Symptoms reported include hyperglycemia, coughing and vomiting. The patient reports the last bolus was not delivered due to the bolus record did not show up in their history but did show the previous bolus. Once at the hospital the patients parent was advised to remove the pod and constant glucose monitor. The patient was placed in the intensive care unit. The patient was treated with an insulin drip. The patient being discharged from the hospital after 3 nights and 2 days. As a result of this event the patient is using manual injections of insulin at the time of this call.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Cloud - locked down/smartphone lockdown cloud - omnipod 5 software app version 3.0.1 cloud - smartphone operating system n5004l-am-q-mv01602-06-01.06 cloud - smartphone hardware n5004l cloud - cgm sensor type g6.

Manufacturer narrative:
The returned device was evaluated and the in the case description, the user mentioned delivering boluses, but the boluses did not show up in the history detail. Review of the android log files downloaded from the returned controller and the history detail menu found that all boluses programmed and started by the controller were successfully delivered and recorded in the history menu. No evidence of a delivered bolus not being recorded in the history was observed. During testing of the controller, the controller was paired with a pod and multiple boluses were delivered. All boluses were correctly recorded in the history detail menu. The controller was found to function as intended.